Event description:
A hospital in (B)(6) reported via our distributor that an rt204 adult dual-heated breathing circuit generated a "low humidity alarm" on the humidifier during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt204 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint inspiratory limb of the breathing circuit was returned and the electrical resistance of the heater wire was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire was within specification for this product. Conclusion: no fault was found with the complaint device. All breathing circuits are electrically tested during production and those that fail are rejected.